Manufacturer narrative:
Sample collection and centrifugation information were not supplied. Customer did not follow the outlined procedure for loading a new reagent pack on the system. Troponin I was last calibrated on (B)(6) 2011. Through routine troubleshooting, bci customer technical support (cts) discovered that the pack was loaded in an incorrect slot on the reagent carousel. The instrument flagged the results as "ind" because it did not detect reagent in the reagent carousel. Cts instructed customer to remove and discard pack. Root cause is associated with user error.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a reagent pack mis-load on the access 2 immunoassay analyzer that led to six (6) ind flagged results on a troponin I assay. No results were reported out of the lab. The customer did not receive reports of patient injury or unnecessary medical treatment as a result of this event.